Event description:
Call received from reporter regarding her byte teeth aligners. She first started using her aligners in (B)(6) 2023 but after approximately six weeks of use, she started experiencing jaw pain which progressively became worse over time (she immediately stopped using them). Around two years after first using the aligners and having continued maxillary pain, her articular disc in her jaw "slipped" (disc displacement) and she now can only open her mouth about one inch. She is presently on a soft-food and liquid diet due to not being able to chew. Additionally, reporter did visit chiropractic as a result of cervical misalignment as a direct result of the teeth aligners (i.e., muscle tension from pain etc.). Reporter has consulted with her dentist and has learned that in order to get treatment to restore her misaligned jaw and teeth, it would cost ~ (B)(6) which her insurance does not cover. Reporter stated that the outfit that provided the aligners never gave her information about the possible side-effects and negative outcomes that could happen. She is seeking reimbursement for the failed byte treatment. Dates of use: (B)(6) 2023.